Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the motor error alarm. The insulin pump had minor scratches on the display window.

Event description:
It was reported that the customer received a motor error alarm while attempting to rewind. Customer's blood glucose level at the time 220 mg/dl. Advised insulin pump would be replaced. No additional information was provided.